Event description:
The pt's nurse called for assistance with troubleshooting the pt's infusion device. The pt went to the doctor's office and her blood glucose measured "hi" (over 600 mg/dl) on the office blood glucose monitor. The pt experienced elevated blood glucose symptoms of dry mouth, nausea, and had red eyes. The pt was given an insulin injection via syringe by the nurse to lower her blood glucose. Troubleshooting did not reveal any product issues. Upon follow up the pt stated that she ws doing well and she had been taken off of the infusion device by her doctor. Product was requested to be returned for eval.